Event description:
Customer reported a malfunction alarm identified as malf 0, with an associated fault ID of 0x277d. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared. The customer acknowledged and understood the instructions provided.